Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent 8/14/2024 d4 batch # unk b3: only event year known: 2024 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? Could you please clarify how long was the delay (hours/minutes)? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon resection they had some issue in removing the stapler ( after clips shooting and tip opening). The mucosa remained stuck in the stapler and in some area the anastomosis remained open. The surgery has been ended applying a manual anastomosis as reinforcement. There was a surgical delay in the procedure the exact time is unk. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 9/17/2024. Additional information was requested, and the following was obtained: was there any other issue on the ecs29b? The facility regularly uses the instrument and, according to the surgeon, has been used following all of our guidelines. The instruments did not present any additional problems compared to those already described, the difficulties were manifested only during extraction. When retracting the instrument, the tension exerted compromised a few points, requiring an oversight which caused a delay in the procedure.